Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon was attempted to be inflated but it would not inflate. The balloon was then pulled out of the scope and a hole was noticed in the balloon. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus.